Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient suddenly started to feel nauseous, began vomiting and had diarrhea. The patient reported getting a ¿high alert¿ on her cgm device and then the sensor failed. No bg meter reading was taken at this time. The patient was wearing a tandem mobi insulin pump. Later that afternoon, the patient was brought to the emergency room (ER). At the ER, the patient¿s bg meter reading was 662 mg/dl, and she was diagnosed with dka. The patient was admitted to the ICU; however, the patient could no longer recall what medication(s) she was given. At the time of report, on (B)(6) 2025, the patient¿s bg meter reading was 156 mg/dl, and the patient was no longer in dka. However, the patient was still in the ICU. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.